Manufacturer narrative:
Information contained in this report was previously submitted through asr on 24/oct/2011. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device evaluation: visual analysis of the returned device noted white particles observed on the inner and outer surface of the implant. Leak test found no leakage and fill inspection found no blockage; valve functioning was satisfactory. The events of "bodily injury and resulting...suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: potential adverse events that may occur with saline-filled breast implant surgery include: reoperation, pain, wrinkling, asymmetry, implant palpability/visibility, implant removal, capsular contracture, changes in nipple and breast sensation, implant displacement/migration, implant deflation, scarring, infection, hematoma/seroma, breastfeeding complications, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy. Deflation ¿ breast implants are not lifetime devices. Saline breast implants deflate when the shell develops a tear or hole. Deflation can occur at any time after implantation, but they are more likely to occur the longer the implant is implanted. The following things may cause implants to deflate: damage by surgical instruments; folding or wrinkling of the implant shell; excessive force to the chest (e.g., during closed capsulotomy, which is contraindicated); trauma; compression during mammographic imaging; and severe capsular contracture. Breast implants may also simply wear out over time. Laboratory studies have identified some of the causes of deflation for allergan¿s product; however, it is not conclusively known whether these tests have identified all causes of deflation.

Event description:
Health professional reported a right side deflation. Additionally, patient¿s representative reported patient had ¿complaints of pain in [the] breast" and "continued to have burning and lactation problems.¿ patient later reported their "right breast is still hard" and their "left breast is moving?" Patient additionally "suffered bodily injury and resulting pain and suffering, mental anguish, disability, disfigurement, and loss of the capacity for the enjoyment of life, has incurred and will incur in the future expense of hospitalization, medical and nursing and treatment, and aggravation of a previously existing condition. These losses are permanent or continuing in nature, and [patient] will suffer them in the future¿. The device has been explanted.